Manufacturer narrative:
(B)(4). Batch # m5516v. Manufacture date: 8/25/2105. Expiration date: 07/25/2020. The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual switch worked as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thoracotomy procedure, it is alleged that on the third firing the device locked on the tissue and could not be opened. All three firings were with green reloads. The cartridge was loaded correctly in the device and is still in place. The surgeon tried to use the knife reverse switch but this did not work. The consultant cut either side of the device with a knife and then opened a new device and fired the gun without any issue there were no adverse consequences for the patient reported.